Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts in the third distal row that were lifted and bent in the distal direction. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found a kink in the midshaft 5mm proximal of the shaft polymer extrusion hypotube bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03245. It was reported that stent damage occurred. The patient presented with st-elevation myocardial infarction (stemi). The target lesion was located in a coronary artery. After aggressive pre-dilatation, a 3.50 x 32 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was flared. A 3.00 x 32 synergy ii drug-eluting stent was then advanced but also failed to cross the lesion. The device was removed and it was noted that the stent was also flared. Subsequently, a non-bsc guide extension catheter was advanced and a non-bsc stent was successfully deployed and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03245. It was reported that stent damage occurred. The patient presented with st-elevation myocardial infarction (stemi). The target lesion was located in a coronary artery. After aggressive pre-dilatation, a 3.50 x 32 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was flared. A 3.00 x 32 synergy ii drug-eluting stent was then advanced but also failed to cross the lesion. The device was removed and it was noted that the stent was also flared. Subsequently, a non-bsc guide extension catheter was advanced and a non-bsc stent was successfully deployed and the procedure was completed. No patient complications were reported and the patient's status was fine.